Manufacturer narrative:
This initial/final MDR will be the only report submitted for MFR report #2954740-2017-00218. Krd/hcg, UDI: unknown part number. Attempts to obtain product were unsuccessful, UDI unavailable. Conclusion: based on the information, the event could not be confirmed. The products were not returned for analysis and a device history record review cannot be completed because the lots for the products are unknown. Aneurysm perforation is a known potential adverse event associated with both the codman embolic coils and the codman microcatheter devices and is listed in the ifus as such. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that anatomy of the target lesion and intra-procedural issues may have contributed to the reported event. There is no current safety signal identified related to the reported event based on review(s) of complaint history(ies) for the device(s). No further actions are required at this time.

Event description:
In the literature article ¿prevention and management of intraprocedural rupture of intracranial aneurysm with detachable coils during embolization¿ by ming-hua li, bu-lang gao, chun fang, ying-sheng cheng, yong-dong li, jue wang, guo-ping xu, published neuroradiology (2006) 48:907¿915 doi 10.1007/s00234-006-0147-3, perforation of the aneurysm wall was reported in case 8 during the coiling procedure. Per the article; 284 patients with cerebral aneurysms were treated with detachable coils. Intraprocedural aneurysm rupture occurred in ten patients with a history of a previously ruptured aneurysm. In case 8, (B)(6) female presented with an anterior communicating artery aneurysm that re-ruptured during the coiling procedure. The rupture was related to both the microcatheter tip (prowler catheter) and the coil (codman dcs coil). In this situation, the tip of the microcatheter was in close contact with the aneurysm wall and delivery of the coils perforated the aneurysm wall. However, continued embolization did not render this patient paralyzed. Patient outcome was reported to be good. At the time of complaint entry, no device specific information, i.e. Catalogue/lot number, is available. This submission is related to a literature article discovered in an effort to support the cer submission process, as such, the associated time frame of event dates includes but is not limited to 20 years. These articles are being reviewed on a monthly basis for safety signals and will be followed by monthly trending assessments as well as pms reviews.